Event description:
It was reported via repair work order that the power load is not functioning correctly due to a missing magnet screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was found that the socket head cap screw that holds the trolley magnet activator was missing, causing the trolley to not sense that it was at the load position. This caused the power-load to not function in powered mode. There were no manual mode issues reported. The power load could still load and unload a cot in manual mode.

Event description:
It was reported via repair work order that the power load is not functioning correctly due to a missing magnet screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.